Event description:
The patient reports developing a seroma in the spine where the catheter is located which has developed into a cyst. No symptoms were reported. The patient reports their hcp is considering moving the catheter and removing the cyst. Additional information has been requested from the hcp, but was not available on the date of this report. A follow up report will be sent when additional information is received.